Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call battery out limit alarm and blank display. Customer's blood glucose level was 84 mg/dl. Troubleshooting for battery out limit alarm was performed. Customer received a battery out limit alarm followed by a blank display even though they replaced the battery. Troubleshooting for blank display was performed. Customer advised when they go home they will clean the battery cap. Customer advised they will monitor the device and call back to complete troubleshooting.